Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code related to the machine flow sensor was observed. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification of greater than 0.2lpm. The machine flow sensor was replaced to address the issue. Additionally, during evaluation of the device, error codes related to the motor controller and sensor offset were observed. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. Evt_drift_debug means the sensor offset during drift calculation was too high. The system board and blower assembly were replaced to address the issues. These errors are not considered reportable malfunctions like the ventilator inoperative error code.